Event description:
It was reported that this right ventricular (rv) lead exhibited lead breakage or fracture which was tested in bipolar and unipolar mode but no resolution. This rv lead was surgically abandoned and replaced with a non-boston scientific model. No additional adverse patient effects were reported.